Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary back flowed into the primary bag despite at being at the correct height. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: ( reportable aware date: 11/17/2016).

Event description:
The customer reported that the secondary infusion of an unspecified antibiotic back flowed into the primary bag despite it being at the correct height.